Manufacturer narrative:
Device is a combination product. (B)(4)

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy stent was selected for use to treat the lesion. However, during preparation, when the stent protector was removed, it was noted that the stent was "unstructured". No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy mr, ous mr 38 x 2.50mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the center to distal struts were stretched, misaligned and pulled in a distal direction over the distal tip. The proximal struts did not show any sign of damage. The crimped stent outside diameter (od) at the undamaged proximal edge of the stent was measured and was within specification measurement. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy stent was selected for use to treat the lesion. However, during preparation, when the stent protector was removed, it was noted that the stent was "unstructured". No patient complications were reported.